Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the left ventricle was likely perforated by the guidewire during post-dilatation of the valve after successful deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards australian affiliate that during the transfemoral tavr procedure, during valve post-dilatation the patient suffered a ventricular perforation. Interventions were attempted but were unsuccessful and the patient expired. The 23mm sapien xt valve was deployed successfully. Post echo showed a mild leak and the valve appeared under-filled on the non-coronary cusp. The decision was made to post-dilate the valve. The volume on the deployment balloon for both dilations was 17ml (nominal). The valve functioned well and the position was acceptable at 60:40 aortic/ventricular. The wire was removed from the left ventricle and as the esheath was about to be removed, the patient's blood pressure dropped significantly. A repeat echo was performed confirming a pericardial effusion in the left ventricular wall. A pericardiocentesis was performed followed by a sternotomy to repair a left ventricle puncture. The surgeon was able to patch the puncture however the myocardium continued to tear and the damage could not be controlled. The patient expired. It is perceived that the left ventricle was perforated by the guidewire during the post-dilatation of the valve. A review of cinefluoroscopy images indicate the stiff section of the wire appears to be deep within the left ventricle which looked quite different on previous images.